Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, the pull wire was in its original position. If the swiftpac is retracted against resistance, the pusher assembly may stretch resulting in the embolization coil detaching. Based on the reported event, the procedure was completed using a smaller size swiftpac likely indicating the manipulation and positioning of a longer coil within the anatomy may have contributed to resistance. Further evaluation revealed kinks on the pusher assembly and offset coil winds. This damage is incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, the swiftpac unintentionally detached in the target vessel. The physician then used a snare device to remove the detached coil. The procedure was completed using a smaller size swiftpac and the same microcatheter. There was no report of an adverse effect to the patient.